Manufacturer narrative:
(B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of device unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Patient and device codes unknown / not provided.

Event description:
Fractured screw was reported inside the implant. While screw was being removed, implant came out from site. Doctor placed another implant in same surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified that the implant is worn at the threads and contains debris at the collar. The internal drive feature is confirmed to contain the fractured piece of the reported unknown screw, which was too badly damaged to be removed. Review of appropriate documentation: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18. Information identified: torque matrix - internal connection; page d. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review could not be performed without relevant item and lot information. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or products (biomet screws). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.